Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a consumer that a cup burst during use. No injury occurred. The MFR has implemented corrective actions to prevent recurrence of this event. The type of cup involved in the incident is no longer being distributed.